Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Reportedly, the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.